Manufacturer narrative:
Follow-up # 2 ¿ (04/29/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 4/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014, and evaluated by product analysis (pa) on (B)(4) 2014, with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "170 mg/dl" with the subject meter and "98 mg/dl" with another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.